Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). It was indicated that the patient had a curvature due to plaque caused by peyronies disease and the implant did not provide a solution for the issues. It was unknown if the device contributed to the plaque or it was a preexisting condition. After thorough visual and palpating evaluation, it was decided that a surgical procedure was needed. A surgical procedure was performed in which the existing ipp was removed and a new cx ipp was implanted. A graft to solve the curvature was also performed. Upon inspection, no air or pump collapse was observed. The patient was expected to fully recover following the intervention.